Event description:
Balloon could not be inflated in and outside patient. After catheter was removed the balloon was a bit inflated though. While removing passing the prostate. This caused damage and a bleeding. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#: (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all products passed qa inspection. 1 actual sample returned for investigation. It was reported that balloon could not be inflated. Visual examination was conducted on the returned catheters and no sign of material degradation or abnormalities was observed. All the components appeared to be intact and in good condition. The sample was then inflated with 10 ml of water. The balloons could inflate easily, and no obstacle felt during inflation process. The sample was then deflated using an empty syringe without any issue. Attempt to re-inflate and deflate the balloon resulted with the same observation. In current standard operating procedure as per spm-a51-003, the balloons are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection, 20 minutes leak test and 100% deflation process (spm-a52-004). Catheter with defective balloon will be culled out during this process. Non-inflation balloon may happen due to several reasons. However , after investigation, there was no inflation issue encountered on both samples during testing. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Balloon could not be inflated in and outside patient. After catheter was removed the balloon was a bit inflated though. While removing passing the prostate. This caused damage and a bleeding. The patient's condition was reported as fine.